Manufacturer narrative:
Similar product to 190-000. Investigation summary: testing was performed in triplicate at abbott diagnostics (B)(4), inc. On retained kit lot m185607 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000j / lot m185607 and test base part number 190-430 / lot m185607. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m185607 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine an assignable root cause as the logfiles were not provided for investigation, however substances in the sample itself may have interfered with the reaction.

Event description:
The customer reported false positive results with the ID now covid-19 assay on a direct tested nasopharyngeal swab sample collected on a copan italia s.p.a swab on (B)(6) 2022. The patient initially tested positive with the ID now covid-19 assay. Repeat testing was performed with the ID now covid-19 assay which generated a negative result. Confirmation pcr testing (platform unknown) was performed (B)(6) 2022 on a nasopharyngeal swab sample which generated a negative result. The patient was reported to have been pregnant and asymptomatic. No medication was prescribed. No further information was reported.